Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event where a midwest stylus handpiece would not hold dental burs. There were no injuries in any of the events.